Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter¿s pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unknown day in the "evening". She claimed that before the alleged issue started she felt "nauseated, shaky, and with a fast heartbeat". The patient reported "trying to test right away after feeling symptoms". She denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the batteries did not need to be replaced and there was no information of misuse of the device. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.